Event description:
A 63-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure received a medical record indicating that the patient experienced pruritus associated with optune gio arrays and was prescribed hydroxyzine 20 mg. On (B)(6) 2025, the patient's spouse reported that the patient experienced a burning and itching sensation beneath the arrays. It was noted that, on the day of the report, the symptoms occurred prior to initiating therapy, and the patient decided to temporarily discontinue optune gio therapy. The patient had been using clobetasol since the previous month. The patient also attempted to use a skin barrier film; however, this intervention was ineffective. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).